Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor failing to pair with the ilet after toggling between g6 and g7, and the user was instructed to restart the ilet and reenter the g7 pairing code. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included the need for troubleshooting and education only. Investigation included user-level troubleshooting consisting of device restart and re-pairing steps. Investigation of this case revealed a pairing failure limited to the ilet interface with the dexcom g7 without evidence of device hardware damage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or connectivity error.